Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced a sudden stop in image movement, and an error display appeared stating: the connecting section is not dried. The issue occurred during an unspecified endoscopic procedure. The procedure was completed using the same device. There were no reports of patient harm.